Manufacturer narrative:
Email is: (B)(6). Corrected data: e1. Facility name and phone number, corrected.

Manufacturer narrative:
Other text: h6. Evaluation codes: updated. Device evaluation: one device was received. A visual inspection found the device in good condition without any physical damage. During the functional testing, it was found that the device only heats up to 39.8c, instead of the operating temperature of 41.7c. The customer reported complaint was confirmed as the device does not reach operating temp when powered on. The most probable causes were found to be a faulty emi filter or a loose wire connection. No actions were taken as the device was a loaned device and will be scrapped. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
D4: UDI updated. UDI related data quality updates only.

Manufacturer narrative:
Other, other text: d4: UDI section is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had low power consumption. Measured power consumption of equipment, "which normally consumes about 700-800 va, but only about 400 va". Patient involvement is unknown.